Event description:
It was reported that the patient experiencing too much implantable pulse generator (ipg) charging burden. Patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.